Event description:
It was reported that the patient had an inappropriate shock due to oversensing via a change in the intrinsic morphology. This occurred when the rhythm was ventricular tachycardia with the intrinsics having wide complexes. The patient passed out and required CPR. Technical services discussed the options of ventricular ablation for the slower rhythm or perhaps using a transvenous system. There were no additional adverse patient effects. The system remains implanted.